Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1491914, was included in the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy with intraoperative cholangiography event description: hospital: [hospital] product: ca500 clip applier "a clip seated in the jaws the 1st time but no after subsequent fires, no clips fired after this. Pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to insertion/removal through the trocar. A clip was not manually removed as a loaded clip leaving the feeder exposed, the trigger appeared intact." Patient status: no patient injury intervention: ni.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1491914, was included in the recall. Correction: e4 corrected to yes.

Event description:
Procedure performed: laparoscopic cholecystectomy with intraoperative cholangiography event description: hospital: [hospital]. Product: ca500 clip applier. "A clip seated in the jaws the 1st time but no after subsequent fires, no clips fired after this. Pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to insertion/removal through the trocar. A clip was not manually removed as a loaded clip leaving the feeder exposed, the trigger appeared intact." Patient status: no patient injury. Intervention: ni.